Event description:
As a result of the safety data reconciliation process between fidia farmaceutici (B)(4) and its worldwide business partners, 8 serious individual case-safety reports regarding hyalgan have been identified. All these cases were recorded in (B)(6) (europe) between 2005 and 2013. All legal requirements applicable to marketing authorization holders in the (B)(4) countries have been fulfilled by the local licensee. Fidia is reporting these cases as manufacturer and keeper of the global safety database for the product. Case 5 of 8. Spontaneous report, local reference # (B)(4). Initial info received on (B)(4) 2009 from a (B)(4) rheumatologist. A (B)(6) male patient, with medical history of instable diabetes treated with oral unspecified antidiabetic drugs (no insulin) and major cardiac failure, received hyalgan solution for injection (hyaluronic acid), 1 dose form once a week since (B)(6) 2009 for femoro-tibial and femoro-patellar gonarthrosis. Three injections were planned. After the first injection, on (B)(6) 2009, there was a good efficacy and tolerance. A second injection was thus performed on (B)(6) 2009. Some hours after this second injection, the patient called his rheumatologist to complain of pain. In response antalgics were administered and in ice pouch was put on his knee. As pain persisted and the patient also developed knee swelling, he called the medical emergency unit and then was sent to the emergency ward of the hosp for septic arthritis. The physician of the emergency unit, who was not able to perform an arthrocentesis and who did not know hyaluronic acid treatment side effects, admitted the patient to hosp for septic arthritis (unlike diagnosis according to the reporter). On the following day, a biological work-up was normal and a rheumatologist performed one arthrocentesis that showed clear liquid with no germs. Another arthrocentesis was performed with the same results. On (B)(6) 2009, the patient was still hospitalized but was recovering. Follow up info received on (B)(6) 2009 by means of a pharmacovigilance questionnaire filled in by the reporting rheumatologist. The adverse reaction initially reported as "septic arthritis" was changed to "pain" and "swelling" by the reporter. The adverse reaction "fever" was also added considering the info provided in the safety questionnaire. The reporter specified that the patient (height: (B)(6), weight (B)(6)) received a second intra-articular injection of hyalgan (hyaluronic acid) on (B)(6) 2009 and that the injection was strictly intra-articular because of the present of fluid before injection. The patient presented with hyperalgesic reaction with pain, swelling and fever at 38.5 degrees c that lead to an immediate severe functional impotence 2 hours after the injection, with progressive aggravation. It was mentioned that the patient had risk factor including a metabolic disorder: non-insulin dependent diabetes. The patient was hospitalized on (B)(6) 2009. On the same date, an arthrocentesis showed sterile fluid with no germs and no crystals (results to be confirmed). The report highlighted that there was no real sepsis (suspect cause that induced hospitalization). On (B)(6) 2009 it was decided to definitely withdraw hyalgan injections. The patient was discharged from the hosp on (B)(6) 2009. At the time of the report, the patient was recovered.

Manufacturer narrative:
Exemption number: (B)(4). On 28-11-2011, the FDA granted the permission for the manufacturer fidia farmaceutici (B)(4). To submit a single MDR for adverse events that involve medical devices manufactured by fidia farmaceutici (B)(4) and imported into the USA by (B)(4). As a consequence, fidia farmaceutici (B)(4) (the manufacturer) should submit reportable cases on behalf of (B)(4) inc (the importer). However, since this is a non-us case of which fidia farmaceutici (B)(4). Has become aware in its role of product manufacturer, (B)(4) USA does not have any reporting obligation. Fidia farmaceutici (B)(4) comments: no batch number was received on this complaint; therefore, no investigation can be conducted. No further info is expected for this case. Conclusion: no investigation/no assessment possible. Case status: closed.